Event description:
Seat lift mast bolts broken.

Manufacturer narrative:
The service center reported that the seat lift base came off of the unit. The customer was not injuired. The service center stated it was his belief that the stress of riding the unit up the incline of the customer's ramp coupled with the deformation of the washers caused the seat lift to break apart.